Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was in the hospital for an unrelated issue and an x-ray was performed that resulted in the discovery of a fracture in the extension associated with the right implantable neurostimulator (ins). An impedance measurement was performed at 3v and resulted in the following values: c<(>&<)>0=4002 ohms, c<(>&<)>1=3133 ohms, c <(>&<)>2=4377 ohms, c<(>&<)>3=4800 ohms, 1<(>&<)>2=1839 ohms, 1<(>&<)>3=2381 ohms, and 2<(>&<)>3=1843 ohms; therapy impedances were measured with c+ 1- at 3.5v / 90 pw / 160 hz and resulted in 3365 ohms. It was reported patient has a history of falls but the rep confirmed that the patient denied that a fall was related to the issue. A sudden onset of a tremor on the patient's right side was noted. Follow-up revealed that the fractured extension was not yet confirmed but all contacts involving the case were around 4500 ohms. The hcp changed the patient's settings to a bipolar configuration to bypass the possible fracture. Another x-ray is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.